Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with acute and chronic dissections. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.

Event description:
On an unknown date in (B)(6) 2012, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt2815/ 8064103) to treat a chronic type b dissection of the descending thoracic aorta. On an unknown date in (B)(6) 2017, follow-up imaging reportedly identified a distal type I endoleak. It was also reported the distal thoracic aortic diameter had expanded by approximately 5mm within one year. According to the physician, the condition of the distal thoracic aorta was worsened due to the dissection, which may have contributed to a lack of circumferential device apposition to the vessel wall. On (B)(6) 2017, a conformable gore® tag® thoracic endoprosthesis was implanted distal to the existing stent graft to treat the distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.